Event description:
Caller indicated the assure platinum meter was giving variable readings. The nurse tested the patient and received a result of 473 after following the proper testing technique. Patient felt fine, but felt that was too high of a reading and asked to be retested. The nurse retested the patient on the same meter with the same strips following the proper testing technique back to back from receiving the 473 result and received 139. The patient is fine at the facility, no medical intervention needed. Controls in range.

Manufacturer narrative:
Product involved in incident was returned and evaluated. The returned product performed within specification. No failure detected.